Event description:
It was reported that episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was not reproduced. Technical support was contacted and recommended lead replacement. During a routine device exchange, the lead was capped and replaced to resolve the event. The patient was in stable condition.